Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was slow/loading for too long. The customer reported that the station froze when the user was trying to issue the medication to the patient and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was slow due to netbios settings being enabled. A technical support specialist logged into the station, applied ka 000008629 to disable all instances of netbios settings. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was slow/loading for too long. The customer reported that the station froze when the user was trying to issue the medication to the patient and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.